Event description:
It was reported that the patient present for in clinic follow up with elevated capture threshold exhibited by the right ventricular lead. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage. The reported event of elevated capture threshold was not confirmed.